Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a healthcare professional that the patient¿s implantable cardioverter defibrillator (ICD) has a known charge circuit timeout-charge circuit inactive issue that was observed on remote transmission from the end of june. Since that time, the patient¿s ICD is beeping various times of the day, but always seems to be beeping at fifty-seven minutes after the hour. It was also noted that the ICD is at eos (end of service). The healthcare professional was presented with option of bringing the patient in-office for an interrogation which will reset that alert. The ICD remains in use. No patient complications have been reported as a result of this event.